Event description:
Customer reported experiencing a past high blood glucose event with the specific value displaying as "high." Cause was not known. To resolve the high blood glucose level, the customer changed the infusion set and cartridge. Cts recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels, to which the customer agreed.